Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's implantable cardiac monitor (icm) showed episodes of inappropriate pause due to under-sensing. The patient was asymptomatic. No changes were made.